Event description:
Report received of a non-delivery with no ump alarm. The pump was programmed to deliver pitocin to induce labor. The rate of infusion was steadily being increased to facilitate labor. The customer could not recall specific rates. The pitocin was hung at 7:00am. According to the customer contact, the pump alarmed with an occlusion alarm immediately after it was started. The pump door was opened and the tubing was repositioned within the tubing channel. The slide clamp was not repositioned. At 5:00pm, it was noted that the pump was incrementing as though fluid were being delivered, but the pitocin bag was still full. There was no pump alarm. Upon opening the pump door, it was noted that the slide clamp was "not enitrely down" in its proper position. The customer contact reported that when she repositioned the tubing at the initiation of therapy, she should have also repositioned the slide clamp. The pt's labor was delayed. The pump was replaced and therapy was continued using a different pump. There was no medical intervention required for the pt.